Event description:
The patient contacted animas on (B)(6) 2014 reporting that they had a blood glucose (bg) of 31mg/dl. Emergency medical services (ems) was called. The patient was treated with IV glucose by ems. The patient stated that they have anemia. The patient¿s bg then rose to 140mg/dl. This report is being made due to the bg excursion the patient experienced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.